Manufacturer narrative:
Other, other text: additional information: h10: information was received indicating that no adverse sequelae for the patient. The tube was removed, checked tube and leak was noted in pilot line 1cm above cuff.

Event description:
Information received a smiths medical tracheostomy/pvc - portex tubes pdt uniperc was leaking from the channel by pilot balloon and cuff. Weak occurred during patient usage as tidal volumes was not being achieved. Ent was consulted and urgent assessment was made for tracheotomy tube exchange. Size 8 was exchanged and cuff pressure checked with no leak.